Manufacturer narrative:
A complete lead was returned for analysis measuring 52.2 cm. External insulation abrasion breaching the outer insulation was noted at 13.9-14.0 cm from the connector pin consistent with friction to the device can.

Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise. Noise was reproducible in clinic with isometrics. No insulation anomalies were noted on x-ray. The lead was explanted and replaced. There was no indication of complications and everything proceeded normally.